Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector had flow issues when connected to the terumo sureplug IV line. The following information was provided by the initial reporter, translated from (B)(6) to english: "after connecting mz1000 to terumo's sureplug IV line, the hcp could not confirm the flow of fluids. When using another new mz1000, fluids flowed with no problem."

Manufacturer narrative:
H.6. Investigation: one mz1000 sample was received without packaging for investigation; the customer feedback indicates the samples is from lot 20075052. In addition, one terumo infusion set was also received to assist the investigation; fluid was present in the line. A visual inspection of the returned mz1000 component did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the maxzero component to the terumo set and subjecting to a flush through; no occlusion or flow restriction was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. A review of the production records for lot 20075052 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the maxzero needleless connector had flow issues when connected to the terumo sureplug IV line. The following information was provided by the initial reporter, translated from japanese to english: "after connecting mz1000 to terumo's sureplug IV line, the hcp could not confirm the flow of fluids. When using another new mz1000, fluids flowed with no problem."